Event description:
It was reported that during a lap urology procedure, the device was being used by the surgeon and it was smoking more than normal; the tissue pad came off the device. It fell into the patient but was removed through the trocar. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.